Manufacturer narrative:
Batch review performed on 15-may-2026 anatomical shoulder system 04.01.0029 humeral anatomical metaphysis-cementless-135&deg; -12 (k170910) lot. 167953a: (B)(4) items manufactured and released on 28-mar-2017. Expiration date: 2022-mar-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.two items were resterilized, and to date, one unit has been sold. Anatomical shoulder system 04.01.0094 metal humeral head d 48 (k170910) lot. 2349427: (B)(4) items manufactured and released on 06-may-2024. Expiration date: 2029-apr-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Anatomical shoulder system 04.01.0089 double eccenter (k170910) lot. 2418711: (B)(4) items manufactured and released on 03-sep-2024. Expiration date: 2029-aug-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery due to infection after about 1 year and month after last revision surgery. The patient had primary surgery on (B)(6) 2024, followed by three revision surgeries prior to the current procedure. The surgeon removed all implants and placed antibiotic spacers. The surgery was completed successfully.